Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. (B)(4): remains implanted in the patient.

Event description:
It was reported that during the implantation of a bifurcated device and a suprarenal aortic extension to emergently treat an aneurysm rupture, the patient expired due to blood loss. Reportedly, the patient presented with ruptured aneurysm and coded intra-operatively while the physician was attempting to place the endovascular devices. There was no report of difficulty or issues in the use of endovascular devices.